Manufacturer narrative:
This is default text configured for block h10

Event description:
Plunger got stocked/ tried for two times, but plunger got stocked and medication was not coming out of the injection and for third time medication came out and full dose was administered to consumer [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns product complaint of device issue and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 08-may-2026, amneal pharmaceuticals received information from pharmacist via a telephone call concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. Additional significant information (#1) was received on 11-may-2026 from the pharmacist via a telephone call. New information included; lot number was updated and narrative was updated. Additional significant information (#2) was received on 12-may-2026 from the pharmacist via an email. New information included; serial no added and expiration date was updated. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension 50 mg, (ndc: 70121-2628-5, lot no: ap250592, exp. Date: 30-nov-2027, serial no: (B)(6) (dose, frequency not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date in 2026, a sealed medication kit was received. During administration on (B)(6) 2026, it was observed that the plunger became stuck and the medication did not dispense despite two attempts. The reporter noted that this was the second occurrence of a similar issue. On the third attempt, the plunger functioned properly, allowing successful administration of the full dose to the patient. No adverse events were reported in association with this incident. The reporter also confirmed that the lot number (ap250592) was obtained from the syringe rather than the outer packaging. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.